Event description:
It was reported that grey/black dots, and a bug was noticed in the packets of the safe-t-centesis 6fr. These were found prior to patient use; no patient involvement.

Manufacturer narrative:
H11: physical samples for the reported unknown lot numbers were not received for evaluation. One photo was provided by the customer and reviewed. During photo review, the photo showed a brown colored particle along with some fibers. Based on the photo alone, the exact origin of the particle cannot be determined. The reported failure mode (presence of foreign matter in the kit) was confirmed. As the lot involved is unknown, a device history record review cannot be performed. Current manufacturing controls were assessed. Work instruction was verified to include all necessary process steps to ensure components meet quality criteria. This includes confirming that trays and components are free of stains and/or particles, and that the containment board is inspected prior to assembly to ensure it is free of any particles, stains, or damage. The instruction incorporates visual aids and inspection steps designed to detect embedded or mobile particulate in any part of the kit. It is thought the probable root cause is traced to material, more specifically to component failure, since the component identified during the sample evaluation is the pig kits containment board, which is purchased from a supplier. The component is not physically nor chemically changed in the manufacturing facility; it is only manually placed in the procedure pack. Therefore, it is considered that the probable root cause relies on the supplier. A formal investigation was created for supplier. An additional formal investigation was opened to further investigate these defects to enhance process robustness and prevent recurrence. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots, and a bug was noticed in the packets of the safe-t-centesis 6fr. These were found prior to patient use; no patient involvement.

Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. The device has been returned for evaluation; a device evaluation is anticipated but has not yet begun. A photo was provided for review; the review is underway. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown). H4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.